Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Customer informs that there was no problem during surgery but 48 hours later they had to re-operated due to a total dehiscence in the staples line in jejunal esophagus anastomoses. They noticed open staples in this area and the anastomoses was done again but manually. There was no bleeding, tissue loss or damage. No injury, no delay in surgery. The patient is ok and at home after a difficult post-operatory.